Event description:
It was reported to aesculap inc. That a round filter polypropylene (part # md344) was used during a sterilization procedure on (B)(6) 2024. According to the complainant multiple holes were observed in the filter. Reportedly there was a delay to surgery of an unspecified time. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. A review of the lot number(s) was performed and revealed no abnormalities or non-conformances during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.